Manufacturer narrative:
Analysis and results: no information regarding the code-batch used, only that was a novosyn 2/0 suture. In consequence, the batch manufacturing records could not be reviewed. According to the information received, there was no infection in the wound, 3 granulomas were observed during the consultation (one month after the operation) on the scar. The subcutaneous sutures were removed in their entirety for two of them, for the third, it is in the process of disintegration. In the instructions for use of the product it is stated that "skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated." Regarding the degradation profile: " about 75% of the original tensile strength remains after 14 days of implantation, about 40-50% after 21 days and about 25% after 28 days. The complete mass absorption of novosyn® takes place at 56-70 days, when the tissue is normally perfused." It is also stated: consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process." And in the side effects area: "the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage." With the information received we do not see any manufacturing fault or material defect that could have caused the incidence. The incident is more related to a known side-effect of the product already included in the instructions for use of the device. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device code not known. Novosyn 510k number k122734. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported a case of granuloma: operation (B)(6) 2021 - patient healthy fracture type : colles fracture of the left wrist -> osteosynthesis by variax 2 radius stryker plate. At patient discharge on (B)(6) 2021 - a wrist splint must be kept on for the first 3 weeks for movement and at night. Dressing to be redone every two days, sutures to be removed in a fortnight, consultation in one month. Post-operative consultation 1 month later (about (B)(6) 2021) 1 month post-op: 3 granulomas observed during the consultation on the scar the subcutaneous sutures were removed in their entirety for two of them, for the third, it is in the process of disintegration. No associated infection. Treatment: telfast (fexofenadine) = anti-histamine (1/2 tablet at night).